Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a broken lateral condyle device. While revising the patient to a competitor system, the offset component was found to be insufficiently tightened. Rep does have pictures which will be provided, and reported that x-rays, medical records, and additional information beyond that will not be released by the hospital or surgeon.